Event description:
Report received from (B)(6) stating that the device had cord damage. The device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of cord damage was confirmed. During service it was determined that the device had a severed hose. In the emax2 motor the cord is located within the hose. If additional information becomes available a supplemental report will be submitted. (B)(4).